Event description:
It was reported that the green led light was lit when the autopulse li-ion battery was placed in the autopulse multi-chemistry charger; however, when the battery was placed in the autopulse platform, the lcd display showed a lower charge status. In addition, four green bars were lit on the battery when the battery's status indicator button was pressed. Customer indicated that this situation is isolated to two autopulse li-ion batteries and that other batteries show as being fully charged when placed in the autopulse platform. No adverse patient sequelae was reported.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Report: #3003793491-2013-01066 for autopulse li-ion battery with sn: (B)(4).

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 01/13/2014 for investigation. During evaluation of the returned battery, the reported complaint was confirmed. Evaluation and testing indicated that the cause of the customer's reported issue was physical damage to the battery due to mechanical impact.